Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and seroma-late.

Event description:
Healthcare professional reported "new episode of edema, redness and pain in breast besides liquid collection and capsular nodule noted in some exams" "sparse calcifications." "Capsular contracture of breast implants" device remains implanted. This record is for the right side.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported "new episode of edema, redness and pain in breast besides liquid collection and capsular nodule noted in some exams" "sparse calcifications." "Capsular contracture of breast implants". "Capsule was thickened and adhered to the prosthesis¿, ¿cystic spaces containing pale material consistent with silicone ¿, ¿capsular contracture¿, ¿chronic inflammatory process with fibrosis and histiocitary and gigantocellular reaction to silicon in dense hyalinized conjunctive capsule¿. Device has been explanted on right side.